Event description:
I am currently using the freestyle 3 plus and either the sensor or the app does not work. After installing the sensor, I continue to receive an error message "signal loss alarm. I have had abbott laboratories replace the sensor several times but still receive this alarm. The company has refused to investigate the issue. I have paid roughly $400 for these devices and they simply do not work.